Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had sticky unresponsive buttons and the act button and up and down arrows. The customer also reported that insulin pump received unexplained no delivery alarms, had to re prime to clear, gear was slower when priming, diminished battery life and batteries lasting less then a week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis